Manufacturer narrative:
Qn#(B)(4). Medwatch report#: mw5157504. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported via medwatch "intra-aortic balloon catheter insertion and sutured into place. Balloon noted to not fully inflate. Despite a period of time and repositioning, the balloon continued to only partially inflate. Balloon removed. A second balloon was placed". At the time of this report the customer has not responded to our request for additional informaiton

Manufacturer narrative:
(B)(4). Medwatch report#: mw5157504.

Event description:
It was reported via medwatch "intra-aortic balloon catheter insertion and sutured into place. Balloon noted to not fully inflate. Despite a period of time and repositioning, the balloon continued to only partially inflate. Balloon removed. A second balloon was placed". At the time of this report the customer has not responded to our request for additional informaiton.